Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implant of a symfony model zxr00 intraocular lens (iol), presented resistance when passing through the tip of the injector. When the lens was removed from the injector, the doctor noticed one of the haptics was missing. Further information was provided and it was learnt that there was vitrectomy performed but the lens was not replaced during this surgery/procedure and the patient was left aphakic. A week later another iol, manufacturer unknown, was implanted in the patient's eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 04/29/2019 device returned to manufacturer: yes. Device evaluated by manufacturer: yes . Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is damaged and incomplete, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. No product deficiency was identified. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.